Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose 464 mg/dl. The customer also reported that the sensor had a bent cannula. The sensor will be returned for analysis.

Manufacturer narrative:
Evaluated one opened and used sensor and performed continuity resistance test. Sensor failed per specifications. Also, found cannula bent. Unable to confirm if customer received sensor in said condition due to customer returning device opened and used.

Manufacturer narrative:
After further review of the complaint, it was determined sections were filled out incorrectly in the initial complaint.